Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 571 mg/dl to over 600 mg/dl. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin as well as old and new insulin were mixed. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump as well as a correction injection to address the blood glucose. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿